Event description:
The event occurred in USA during treatment. It was reported that a hls set was initiated on the patient via veno venous cannulation via right internal jugular vein with 32fr crescent dual lumen cannula. The customer stated when they advanced the rpms on the pump to increase the flow above 4 liter per minute of flow that a rattling noise was noticed. The hls set was changed to another cardiohelp, but the noise still persisted. The customer decided to replace the hls set. After replacement the noise was no longer present. The patient tolerated the circuit replacement well. The patient is a 37-year-old male with 183cm and 138kg. The circuit was initiated at 15:24 on (B)(6) 2026 and the noise started at 18:35 o clock. The hls set replacement was at 20:00. No harm to any person has been reported. As the hls set was replaced during treatment a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
New information was received on 2026-03-31 that according to the customer the set was seated correctly and reseating of the module was tried. There was no visible damage. The hls set was primed on the same date when connected to the patient. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).